Event description:
While retracting or inserting (undetermined) a bard polyurethane ureteral catheter #139005, lot# repl0274, the flexible tip broke off and remained in pt's left kidney, and could not be retrieved during that procedure.